Event description:
It was reported that the customer experienced issues with inserting the infusion set properly. The customer had also received a no delivery alarm. The customer's blood glucose was ranging from 300 mg/dl to 400 mg/dl. The customer also experienced bent cannulas. The customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.